Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: there is humidity and corrosion inside the (scope connector) s-connector. The corrosion found noted to be led to the reported event. Furthermore , the following findings during device evaluation were noted : insertion part - distal end -deformed. Distal end -c-cover ¿ burned. Insertion part - connecting tube -dent. Connecting tube - protector ¿ damaged. Universal cord - buckles. Plug unit -connection connector -c-board - corroded. Cable -connection connector -corroded. Connector -scope connector cover ¿corroded. Evaluation found humidity and corrosion on the scope connector and this noted to be attributed to the error b30 customer reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of b30 (scope communication error) showed on the device. The issue found during preparation for use. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the b30 error likely occurred from moisture or water which invaded the subject device causing a conduction failure or shorting out of circuit board in scope connector. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.